Event description:
During placement of a vaginal sling for treatment of urinary incontinence, it was noted the eyelet of the tape had detached. No further details regarding the circumstances surrounding this event are available at this time. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. The co believes user technique, and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. No serious injury to the pt was reported in this case. In addition, the co does not believe that this event would likely cause or contribute to a serious injury if it were to recur. However, in the spirit of complying with the intent of the MDR regulations the co is filing this event as an MDR.